Event description:
It was reported that two xlung kits had suboptimal post-oxygenation (po2) levels. A patient was connected to the first xlung kit for extracorporeal membrane oxygenation (ECMO) therapy with a set speed of 5l/min and an oxygen supply of 100%. The po2 was initially 100 mmhg, but soon dropped to 80 mmhg. After 10 to 12 hours, the patient was transferred to the second xlung kit and the same issue occurred. The post-oxygenation level was 80 mmhg, while the supply of oxygen was 100%. After failing to resolve the issue by replacing the xlung kit with another xlung kit from the same lot, the patient was transferred to a different ECMO system (cardiohelp). There were no alarms from the novalung console during the reported event, and no alarms were expected. It is unknown if there were any issues with the vascular cannulas, or if the low po2 levels were related to the patient's physiological response to ECMO. The patient was on ECMO therapy due to a covid-19 illness. It is unknown what troubleshooting steps were taken to resolve the reported issue. It is also unknown if there were any clots noticed in the xlung kits. There was no indication that anything unusual was noted (visually) with the oxygenator. No feedback was received indicating the patient experienced any adverse effects, injuries, or required medical intervention. The low po2 levels were resolved once the system was switched to the cardiohelp device. This report captures the complaint against the first xlung kit that was used. The sample for this complaint is not available to be returned for evaluation as it was reportedly discarded. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The described situation is adequately address in the instructions for use (IFU). During review of the manufacturing records, no evidence of a non-conformance could be found. It was pointed out by the head of intensive care unit (ICU) that no particular anticoagulation regimen for covid-19 patients exists. Heparin was administered followed by heparin-infusion with the target aptt at levels of ~60 sec. According to their existing protocol. Additionally, very high triglyceride levels were reported. The standard sedation at the clinic´s ICU is performed with propofol i.v. Which, however, can be responsible for hypertriglyceridemia in mechanically ventilated ICU patients. High serum lipid levels can cause impairment of gas exchanger during ECMO based on a resultant lipid layer on the gas exchanger membrane and thus potentially leading to insufficient oxygenation. It was concluded that the events were not related to the use of any xenios products. Furthermore, it seems to be very likely that either the reported hyperlipidemia most probably related to propofol infusion or a covid-19 related coagulation disorder or a combination of both led to the oxygenation failure as described above. In conversation with the head of the ICU, it was recommended to avoid any hyper-lipidemia in patients receiving ECMO and to reconsider the existing anticoagulation regimen in covid-19 patients. Investigation into the cause of the reported event could not be confirmed.

Event description:
It was reported that two xlung kits had suboptimal post-oxygenation (po2) levels. A patient was connected to the first xlung kit for extracorporeal membrane oxygenation (ECMO) therapy with a set speed of 5l/min and an oxygen supply of 100%. The po2 was initially 100 mmhg, but soon dropped to 80 mmhg. After 10 to 12 hours, the patient was transferred to the second xlung kit and the same issue occurred. The post-oxygenation level was 80 mmhg, while the supply of oxygen was 100%. After failing to resolve the issue by replacing the xlung kit with another xlung kit from the same lot, the patient was transferred to a different ECMO system (cardiohelp). There were no alarms from the novalung console during the reported event, and no alarms were expected. It is unknown if there were any issues with the vascular cannulas, or if the low po2 levels were related to the patient's physiological response to ECMO. The patient was on ECMO therapy due to a covid-19 illness. It is unknown what troubleshooting steps were taken to resolve the reported issue. It is also unknown if there were any clots noticed in the xlung kits. There was no indication that anything unusual was noted (visually) with the oxygenator. No feedback was received indicating the patient experienced any adverse effects, injuries, or required medical intervention. The low po2 levels were resolved once the system was switched to the cardiohelp device. This report captures the complaint against the first xlung kit that was used. The sample for this complaint is not available to be returned for evaluation as it was reportedly discarded. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided. Additional information was obtained confirming there were no issues with the vascular cannulas that could have contributed to the low po2 levels. In addition, no clots were noticed in either of the xlung kits, and there was nothing visually unusual noted with the oxygenator. No pressure values could be provided. It was indicated that delta p was not different compared to standard cases. Some time after the patient switched to the cardiohelp device, it was reported that the patient expired (exact date unknown). Although it could not be confirmed, the cause was initially believed to be due to multi-organ failure.

Manufacturer narrative:
Clinical investigation: upon review of the available information, it was reported this patient was placed on ECMO support utilizing the xlung kit 230 oxygenator on (B)(6) 2021 due to a covid-19 infection. Initial target settings including a blood flow of 5 l/min and 100% oxygen sweep gas. It was reported an initial arterial blood gas (abg) test showed an arterial blood oxygen (pao2) of 100 mmhg and a second abg showed a decrease to 80 mmhg; however, photographic evidence provided by the hospital from a point-of-care abg test showed the initial pao2 was 88.1 mmhg (taken 12/sep/2021 at 13:01) and a second showed an increase in pao2 to 102.2 mmhg (taken 12/sep/2021 at 13:34). After approximately 10 to 12 hours of ECMO support, it was determined oxygenation was suboptimal and the decision was made to exchange the oxygenator with a new xlung kit 230. After oxygenation remained unimproved for the patient, they were transitioned to a getinge cardiohelp (not a fresenius/xenios product) ECMO device (day/time of transition and pao2 values not reported). There was no indication the patient experienced a serious injury or adverse event in relation to suboptimal oxygenation with the xlung kit 230. The abg pao2 values provided by the hospital were non-life threatening and showed adequate oxygenation, but sub-optimal for ECMO support. Additionally, there were no alarms on the ECMO console while utilizing the xlung kit 230 and delta pressure values were consistent with previous baseline cases. Subsequently, the patient expired (exact date unknown), potentially due to multi-organ failure, but this could not be confirmed. There was no indication the patient was placed back on the xlung kit 230 oxygenator prior to their death. It can be concluded the patient expired either while utilizing a competitor ECMO support device or following discontinuation of ECMO support.

Event description:
It was reported that two xlung kits had suboptimal post-oxygenation (po2) levels. A patient was connected to the first xlung kit for extracorporeal membrane oxygenation (ECMO) therapy with a set speed of 5l/min and an oxygen supply of 100%. The po2 was initially 100 mmhg, but soon dropped to 80 mmhg. After 10 to 12 hours, the patient was transferred to the second xlung kit and the same issue occurred. The post-oxygenation level was 80 mmhg, while the supply of oxygen was 100%. After failing to resolve the issue by replacing the xlung kit with another xlung kit from the same lot, the patient was transferred to a different ECMO system (cardiohelp). There were no alarms from the novalung console during the reported event, and no alarms were expected. It is unknown if there were any issues with the vascular cannulas, or if the low po2 levels were related to the patient's physiological response to ECMO. The patient was on ECMO therapy due to a covid-19 illness. It is unknown what troubleshooting steps were taken to resolve the reported issue. It is also unknown if there were any clots noticed in the xlung kits. There was no indication that anything unusual was noted (visually) with the oxygenator. No feedback was received indicating the patient experienced any adverse effects, injuries, or required medical intervention. The low po2 levels were resolved once the system was switched to the cardiohelp device. This report captures the complaint against the first xlung kit that was used. The sample for this complaint is not available to be returned for evaluation as it was reportedly discarded. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided. Additional information was obtained confirming there were no issues with the vascular cannulas that could have contributed to the low po2 levels. In addition, no clots were noticed in either of the xlung kits, and there was nothing visually unusual noted with the oxygenator. No pressure values could be provided. It was indicated that delta p was not different compared to standard cases. Some time after the patient switched to the cardiohelp device, it was reported that the patient expired (exact date unknown). Although it could not be confirmed, the cause was initially believed to be due to multi-organ failure.